Event description:
The customer reported that the unit was self-activating. There was no pt involvement or injury. The site has no add'l info.

Manufacturer narrative:
(B)(4). To date the incident unit has not been received for eval. If the generator is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.